Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an altitude alarm occurred. There was a delay in clearing the alarm; however, insulin delivery was resumed. The user's blood glucose (bg) level was 322 mg/dl. The user addressed bg level with a bolus via the pump.